Manufacturer narrative:
Device evaluated by MFR: mustang device 4x20x135cm was received for analysis. The device was received in two sections as a result of a complete break of the shaft. Both sections of the device were returned with the customer's guidewire advanced through them. The proximal section of the device was received advanced through the customer's 5fr sheath. As per mustang specification the recommended sheath size for this device is a minimum of 5fr. A visual and tactile examination found the shaft of the device to be severely stretched at more than one location. The shaft was also completely detached at approximately 400mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination identified that the balloon had been inflated. Due to the damage to the device a balloon leak test could not be carried out. No issue was observed with the markerbands or tip of the device that may have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties and balloon dislodgement occurred. The target lesion was located in the inferior femoral artery. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, when the physician released the pressure after dilation, the balloon could not be withdrawn. Eventually, the physician removed the balloon and the sheath and noticed that the balloon was dislodged. The dislodged balloon was simply pulled out and removed from the patient's body. The physician decided not to proceed and aborted the procedure. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that removal difficulties and balloon dislodgement occurred. The target lesion was located in the inferior femoral artery. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, when the physician released the pressure after dilation, the balloon could not be withdrawn. Eventually, the physician removed the balloon, and the sheath and noticed that the balloon was dislodged. The dislodged balloon was simply pulled out and removed from the patient's body. The physician decided not to proceed ,and aborted the procedure. There were no patient complications reported and the patient's status was stable.